Manufacturer narrative:
Unit alarmed no delivery during excessive no delivery test due to faulty force sensor resistor. Unit received with minor scratched lcd window. (B)(4)

Event description:
The customer reported via phone call that the insulin pump kept alarming no delivery. Customer's blood glucose level was 187 mg/dl. The insulin pump alarmed no delivery during basal and prime. The insulin pump alarmed no delivery after running a manual prime of at least 5.0 units. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.